Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from a medwatch report on july 25, 2016 stated that about 3 1/2 years ago the patient presented with vaginal vault prolapse as well as stress urinary incontinence . A laparoscopic sacral colpopexy, tot mid urethral sling, and cystoscopy procedure was performed. The patient was implanted with a coloplast restorelle y mesh and a boston scientific obtryx transobturator halo. At the conclusion of the case cystourethroscopy demonstrated prompt robust efflux of indigo carmine from the bilateral ureteral orifices and there were no trocar injuries within the bladder. Vaginal exam at the conclusion of the case demonstrated excellent support and no sutures within the vagina. During summer of 2016 the patient reported dyspareunia over the past year. She saw a physician who recommended vaginal estrogen for an apical exposure of the graft. She had been reluctant to use that treatment and the erosion had become somewhat larger over time. Her partner is reporting pain with intercourse, this is her primary complaint. He feels something sharp just inside the vagina "on the front side. Otherwise she is continent and denies vaginal bulge symptoms.&#54090; pre-op diagnosis found exposed vaginal mesh and dyspareunia. During the procedure on july 11, 2016 it was noted that she had &#49248;very small area of mesh exposure from the mid-urethral sling. It was really just several strands of which were easily excised. The apical area was 1 x 2cm and the mesh was easily excised. The vaginal epithelium was re-approximated. There was no palpable mesh within the vagina at the end of the case . Cystoscopy demonstrated no injury to the bladder or the urethra."